Manufacturer narrative:
This report is submitted on may 13, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement secondary to an MRI (1.5 tesla). There are plans to replace/re-position the magnet.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022, to reposition the dislodged magnet. The implanted device remains.